Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Concomitant devices reported: 2.4 mm/ 2.7mm variable angle lcp first mtp fusion plates, medium, 52 mm , 0 degree, left (part # 02.211.237, lot # unknown, quantity # 1). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: manufacturing date: 12-may-2011 review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 11-may-2011. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during metatarsal phalangeal fusion procedure on (B)(6) 2016, surgeon was contouring a plate and bending plier tooth snapped off and broken into two pieces. This happened in back table in operating room and there was no patient harm. Another bending plier was readily available and surgery was completed successfully. There was no delay in surgery. Patient was reported as stable. This complaint involves one device. Concomitant devices reported: 2.4 mm/ 2.7mm variable angle lcp first mtp fusion plates, medium, 52 mm , 0 degree, left (part # 02.211.237, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one 2.4/2.7mm variable angle locking compression plate (va-lcp) bending plier (part number 03.211.005 / lot number t960967) was received with the complaint category of ¿broken: intra-operatively.¿ it was reported that during metatarsal phalangeal fusion procedure on (B)(6) 2016, surgeon was contouring a plate and bending plier tooth snapped off and broken into two pieces. This happened in back table in operating room and there was no patient harm. Another bending plier was readily available and surgery was completed successfully. There was no delay in surgery. Patient was reported as stable. The complaint condition is confirmed as the device was received with the cloverleaf protrusion on the distal tip of the pliers sheared off. The broken portion was not received. A device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No additional information has been received for these fields. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.